Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a sample analysis could not be completed. A batch review was conducted for potentially associated lot numbers h14c30039 and h14b28084 with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. It was reported that the patient was treated with an unspecified ¿medicine¿ (dose, route and frequency not reported) for the peritonitis. The outcome of the peritonitis was unknown. It was not reported if pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.